Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 9/24/2021. H.6. Investigation: photos received for investigation, upon visual inspection the protector is broken at the top. The housing pin does not fit properly in the plug as the plug is larger in diameter than the dimensions of the protector. It can also be seen that the pins are bent outwards because the protector does not correspond to that vial. Since information on the batch of this incident was not available, a review of the history of the device could not be performed. Based on the available information and evaluation of the sample, we are unable to identify a root cause related to our manufacturing process at this time.

Event description:
It was reported that bd phaseal¿ protector p50j was damaged but still operable. The customer reported as follows: "when the hcp attached a protector for preparation of carboplatin, the protector was broken."

Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd phaseal¿ protector p50j was damaged but still operable. The customer reported as follows: "when the hcp attached a protector for preparation of carboplatin, the protector was broken."